Event description:
The customer states that one female patient generated an architect c8000 creatinine assay result of 5.0 mg/dl (446 umo/l) that was questioned by her physician. The same sample was retested with results of 0.7 mg/dl (62/66 umo/l). There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.